Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the stent moved on balloon. In (B)(6) 2013, the patient presented for planned percutaneous coronary intervention(pci) in proximal left circumflex(lcx) due to unstable angina. Target lesion #1 was a de novo located in the proximal lcx with 90% stenosis and was 18mm long with a reference vessel diameter of 3.7mm. Target lesion #1 was treated with rotational atherectomy, pre-dilatation and placement of 3.50x20.00 mm promus element plus drug eluting stent. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to chest pain, was hospitalized on the same day and was referred for cardiac catheterization. Subsequently, 70-75% stenosis in distal lcx was treated with cutting balloon angioplasty and placement of 3.00x12.00mm synergy stent. The stent squirted back about 3.00 mm when the balloon was inflated, so a 2.75x8.00mm synergy stent was deployed to completely cover the lesion. Following post dilatation, residual stenosis was 0%. The following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.